Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also reported that the patient's scs was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the patient's leg weakness was pre-existing. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 16847581/15650808 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also reported that the patient's scs was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was given nerve blocks near the battery site but it did not relieve ipg discomfort thus the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 16847581/15650808 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also reported that the patient's scs was not working. The patient will undergo an explant procedure.